Manufacturer narrative:
Additional information: section h imdrf annex c, d codes and manufacturer narrative. Upon investigation of this incident, the technical support specialist (tss) emailed the customer instructions on how to perform the required steps based on the 1.6.1 guide. The tss also provided guidance on how to edit loaded medications and how to set up equivalency. Later, the product support engineer confirmed with the customer that the med manager (cerner, a non-bd product) had listed pyxis d as having the medication in stock when there was no "pyxis station d" at the time. The customer shared the findings regarding where med manager resided. Per report, the user facility pharmacists verify medication orders and complete pharmacy-related production tasks. The customer also mentioned that it had to sync with the pyxis server in some way to be able to detect where to dispense medication from for nursing.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es medication error occurred involving sotalol 120 mg, which was documented by the clinician as not available for two days. It was alleged that an "issue" with the pyxis may have contributed to a discrepancy between the dose actually available in pyxis and what was listed in the facility's med manager software. However, the customer did not specify what the issue with pyxis was. When a remote pharmacist verified the electronic medication order for sotalol 120 mg, the med manager reportedly displayed the medication as available in pyxis d. However, the pyxis at the facility reportedly only stocks sotalol 80 mg. Additionally, med manager continued to list pyxis d as the dispensing location, even though pyxis d no longer existed at the facility, as the device had been donated to another facility on 10 april 2025. As a result of this discrepancy, the patient reportedly did not receive two scheduled doses of sotalol and subsequently developed tachycardia. The patient required transfer from the rehabilitation facility to an acute care hospital for further management. Once the pharmacist was alerted that the medication had been documented as not available, the order was reportedly updated to "sotalol 80 mg tablets; take 1 and 1/2 tablets (120 mg) po daily. When asked why it took two days to identify the issue and make the necessary corrections, the customer stated that "the issue was not reported by nursing to pharmacy or the physician when it was identified as unavailable. On 16 january 2026, bd received additional information from the customer through due diligence efforts. It was reported that the events took place on december 20th at 7:54 am and december 21st at 7:47 am. Per report, the same nurse cared for the patient on both days did not report the issue to the provider or pharmacist. The following day december 22nd, a different nurse came on and noticed "the medication was missing" and reported it to pharmacist and physician. During this time, the patient became tachycardic and developed a chest pain, leading to a transfer to an acute care hospital. It was reported that the patient was prescribed with sotalol for atrial fibrillation. The customer reported that "typically if a med (medication) is missing from the pyxis, a notification form prints indicating that it is not available. However, in this case, the system showed that the medication was present. The customer stated that this malfunction caused a delay in dispensing medication and caused a serious injury to the patient.

Manufacturer narrative:
Correction: describe event or problem, imdrf annex e grid, imdrf annex f grid, imdrf annex a grid and imdrf annex g grid.

Event description:
It was reported that a "medication error" occurred involving sotalol 120 mg, which was documented by the clinician as ¿not available¿ for two days. It was alleged that an ¿issue¿ with the pyxis may have contributed to a discrepancy between the dose actually available in pyxis and what was listed in the facility's ¿med manager¿ software. However, the customer did not specify what the issue with pyxis was. When a remote pharmacist verified the electronic medication order for sotalol 120 mg, the med manager reportedly displayed the medication as available in ¿pyxis d.¿ however, the pyxis at the facility reportedly only stocks sotalol 80 mg. Additionally, med manager continued to list ¿pyxis d¿ as the dispensing location, even though ¿pyxis d¿ no longer existed at the facility, as the device had been donated to another facility on 10 april 2025. As a result of this discrepancy, the patient reportedly did not receive two scheduled doses of sotalol and subsequently developed tachycardia. The patient required transfer from the rehabilitation facility to an acute care hospital for further management. Once the pharmacist was alerted that the medication had been documented as not available, the order was reportedly updated to ¿sotalol 80 mg tablets; take 1 and 1/2 tablets (120 mg) po daily.¿ when asked why it took two days to identify the issue and make the necessary corrections, the customer stated that ¿the issue was not reported by nursing to pharmacy or the physician when it was identified as unavailable.¿ on 16 january 2026, bd received additional information from the customer through due diligence efforts. It was reported that the events took place on december 20th at 7:54 am and december 21st at 7:47 am. Per report, the same nurse cared for the patient on both days did not report the issue to the provider or pharmacist. The following day december 22nd, a different nurse came on and noticed "the medication was missing" and reported it to pharmacist and physician. During this time, the patient "became tachycardic and developed a chest pain, leading to a transfer to an acute care hospital." It was reported that the patient was prescribed with sotalol for atrial fibrillation. The customer reported that "typically if a med (medication) is missing from the pyxis, a notification form prints indicating that it is not available. However, in this case, the system showed that the medication was present."

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A follow-up report shall be submitted once additional information becomes available and further investigative actions have been completed.

Event description:
It was reported that a "medication error" occurred involving sotalol 120 mg, which was documented by the clinician as ¿not available¿ for two days. It was alleged that an ¿issue¿ with the pyxis may have contributed to a discrepancy between the dose actually available in pyxis and what was listed in the facility's ¿med manager¿ software. However, the customer did not specify what the issue with pyxis was. When a remote pharmacist verified the electronic medication order for sotalol 120 mg, the med manager reportedly displayed the medication as available in ¿pyxis d.¿ however, the pyxis at the facility reportedly only stocks sotalol 80 mg. Additionally, med manager continued to list ¿pyxis d¿ as the dispensing location, even though ¿pyxis d¿ no longer existed at the facility, as the device had been donated to another facility on 10 april 2025. As a result of this discrepancy, the patient reportedly did not receive two scheduled doses of sotalol and subsequently developed tachycardia. The patient required transfer from the rehabilitation facility to an acute care hospital for further management. Once the pharmacist was alerted that the medication had been documented as not available, the order was reportedly updated to ¿sotalol 80 mg tablets; take 1 and 1/2 tablets (120 mg) po daily.¿ when asked why it took two days to identify the issue and make the necessary corrections, the customer stated that ¿the issue was not reported by nursing to pharmacy or the physician when it was identified as unavailable.¿ on 16 january 2026, bd received additional information from the customer through due diligence efforts. It was reported that the events took place on (B)(6) at 7:54 am and (B)(6) at 7:47 am. Per report, the same nurse cared for the patient on both days did not report the issue to the provider or pharmacist. The following day (B)(6), a different nurse came on and noticed "the medication was missing" and reported it to pharmacist and physician. During this time, the patient "became tachycardic and developed a chest pain, leading to a transfer to an acute care hospital." It was reported that the patient was prescribed with sotalol for atrial fibrillation. The customer reported that "typically if a med (medication) is missing from the pyxis, a notification form prints indicating that it is not available. However, in this case, the system showed that the medication was present."

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication error occurred involving sotalol 120 mg, which was documented by the clinician as not available for two days. It was alleged that an issue with the pyxis may have contributed to a discrepancy between the dose actually available in pyxis and what was listed in the facility's med manager software. However, the customer did not specify what the issue with pyxis was. When a remote pharmacist verified the electronic medication order for sotalol 120 mg, the med manager reportedly displayed the medication as available in pyxis d. However, the pyxis at the facility reportedly only stocks sotalol 80 mg. Additionally, med manager continued to list pyxis d as the dispensing location, even though pyxis d no longer existed at the facility, as the device had been donated to another facility on 10 april 2025. As a result of this discrepancy, the patient reportedly did not receive two scheduled doses of sotalol and subsequently developed tachycardia. The patient required transfer from the rehabilitation facility to an acute care hospital for further management. Once the pharmacist was alerted that the medication had been documented as not available, the order was reportedly updated to sotalol 80 mg tablets; take 1 and 1/2 tablets (120 mg) po daily. When asked why it took two days to identify the issue and make the necessary corrections, the customer stated that the issue was not reported by nursing to pharmacy or the physician when it was identified as unavailable. On 16 january 2026, bd received additional information from the customer through due diligence efforts. It was reported that the events took place on december 20th at 7:54 am and december 21st at 7:47 am. Per report, the same nurse cared for the patient on both days did not report the issue to the provider or pharmacist. The following day december 22nd, a different nurse came on and noticed the medication was missing and reported it to pharmacist and physician. During this time, the patient became tachycardic and developed a chest pain, leading to a transfer to an acute care hospital. It was reported that the patient was prescribed with sotalol for atrial fibrillation. The customer reported that typically if a med (medication) is missing from the pyxis, a notification form prints indicating that it is not available. However, in this case, the system showed that the medication was present.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) chattanooga. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.